Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarms were noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. All operating currents were within specification. The pump was received without a belt clip slot. Unable to confirm the damage. The pump had a cracked reservoir tube lip, a scratched display window, a cracked case at the display window corner and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and motor error alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.